Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set was fell off during use on (B)(6) 2024. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.